Event description:
It was reported that the pacemaker system exhibited noisy signals oversensing on the non (B)(6) right atrial (ra) and right ventricular (rv) leads. An insulation issue was suspected as the noise was reproducible. A xray was performed nonetheless was not revealing. Technical services (ts) recommended revision or turn on the non-sustained ventricular tachycardia (nsvt) alert to monitor for more significant noise. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).